Manufacturer narrative:
A review of the device log files confirmed the unexpected shutdown on (B)(6) 2025. A thorough analysis of the logs revealed no anomalies or irregular usage that would indicate a cause for the event. Subsequent to the event, the device underwent a comprehensive investigation at the service center and was found to be fully compliant with all manufacturer specifications. The testing and performance checks confirmed that the device performs as intended and no hardware faults were detected. A review of complaint data for this specific type of event indicates that the frequency is within established control limits. Based on this investigation, no further action is warranted at this time.

Event description:
On (B)(6) 2025, (B)(6) hospital reported that a product problem occurred during the use of a noxboxi inhaled nitric oxide (ino) delivery system. While the device was in use for patient therapy, it experienced an unexpected shutdown. The event did not result in any adverse patient outcomes or injury. The firm has made repeated attempts to follow up with the hospital for additional details regarding the event; however, no further information has been provided at this time. Therefore, no additional details about the event are able to be provided at this time.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to an adult patient using the (d4) device, a product problem occurred. While the device was in use for patient therapy, it experienced an unexpected shutdown. The event did not result in any adverse patient outcomes or injury. The firm has made repeated attempts to follow up with the hospital for additional details regarding the event; however, no further information has been provided at this time. Therefore, no additional details about the event are able to be provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to provide additional information from the manufacturer's investigation. Following the initial report, the device underwent further functional inspection and performance verification. The investigation into the power cycling behavior and dose delivery performance identified a nonconformance associated with the main control board. The unexpected shutdown observed during operation was determined to be caused by intermittent malfunction of the main control board, resulting in the device powering off unexpectedly. To address the issue, the main control board was replaced, and a preventative maintenance kit was installed. After these repairs, the device successfully passed all functional and performance tests. Power cycling functions were verified, and a complete suite of performance checks confirmed that the device met all manufacturer specifications for safe and reliable operation. A review of complaint data for this type of event indicated that the occurrence rate remains within established control limits. Based on the findings of this investigation, no further action is warranted at this time.